Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
From initial MFR 0003015876-2023-00112. H10: after replacing the power pcb and performing other unrelated repairs, proper device operation was observed through functional and performance testing. H10 should indicate: stryker replaced the device's lock nut to resolve the reported issue. Stryker determined that a missing lock nut in the battery well of terminal p45 in was the cause of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the power pcb and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.